Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope incompatible scope error e315. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material at the bending section cover and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material at the bending section cover and nozzle. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a chip, a crack, and had a white-clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; the control unit, the scope cover, and the scope connector were dirty due to water leakage; the control unit, the connecting tube, and the control unit had discoloration; the universal cord was sticky; the connecting tube had a scratch; switch 1 did not work due to damage; the objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.